Event description:
It was reported that the patient became asystolic for 3-4 seconds, five minutes after the device was interrogated. Follow-up determined that it was believed that the helix was not fully extended, which may have occurred when a tube was pulled out of the patient and the patient gasped for air. The rv (right ventricular) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: visual summary analysis of the lead indicated stretching, the inner insulation of the lead became extrinsically distorted due to kinking/buckling, the outer insulation of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.